Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal vip device was received for product evaluation. The carrier tube, hemostasis sheath, locator, and packaging were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the fully rear-locked position without the anchor, collagen, or tamper tube. No damage to the device was identified. The hemostasis sheath and locator were also returned, and no damage to the components was identified. The complaint was able to be confirmed. The likely cause was determined to have been off-axis loading or improper locking of the carrier tube hub while rear-locking the device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Additional patient information: 5''2". Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the after setting the angio-seal anchor, when pulling back the arteriotomy locator separated from the angio-seal delivery system. The physician was able to tamper down but wasn't sure where the plug was exactly. The physician restructured the site to take images on the artery in the leg and found that it was in the correct position. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on 18november2021: the type of procedure was being performed was a left leg angio. The procedure sheath size used was a 6 fr. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed.